Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The ablation test was performed successfully and without problems, but it is not clearly visible on the picture of ablation test whether the visible step is between the two orientation lines. Log file shows twenty-five successfully performed treatments. The reported treatment could be identified in the log file. The log file shows that the beam control check (bcc) for right eye was done about one minute before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a thin flap. Treatment reports were reviewed by company representative with the surgeon, and it appeared to be that a vertical gas breakthrough occurred. The surgeon did attempt to lift and stated that the flap did slightly tear at the inferior aspect of the flap. Subsequently, the flap was lifted and eye was treated. The surgeon reported that patient is seeing 20/20 with mild haze at the one day post-operative visit. The surgeon informed not being concerned about the outcome or the laser, based on conversation with the company representative.